Event description:
It was reported that the patient experienced pain. A dye study was done. An occlusion of the distal catheter segment occurred. The catheter was replaced. It was noted that it would not be returned to the manufacturer. At the time of the report, the patient was without injury. The device system was used to deliver fentanyl and bupivacaine.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type catheter. (B)(4).